Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the ethernet cable and backup battery required replacement. The ethernet cable and battery were replaced to resolve; the issue did not reoccur. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding due to battery failure during a refill and also occurred during dispensing by the anesthesiologist. The customer reported that there was an impact on patient care because they needed to shut down the operating room due to a lack of the pyxis anesthesia machine. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding due to battery failure during a refill and also occurred during dispensing by the anesthesiologist. The customer reported that there was an impact on patient care because they needed to shut down the operating room due to a lack of the pyxis anesthesia machine. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-jul-2022 to 15-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ethernet cable and backup battery were failed. The ethernet cable and battery were replaced to resolve and the issue did not reoccur. The system functioned as intended after troubleshooted by the field service engineer.